Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was unknown at the time of incident. Customer in performing a 5.0u fill cannula. Customer states the insulin did not exit and pump alarmed insulin flow blocked. Customer advise to remove the res from the pump and rewind. Customer advise to run load reservoir with empty pump until piston reaches end of travel. Pump alarmed with no reservoir detected. Customer has a plunger available. Customer advise to remain disconnect and push insulin slowly through the tubing. Customer reports that insulin does not exit with plunger push. Customer reports insulin does not exit and there is greater than normal resistance with plunger push. Explain to customer that alarm was caused by infusion/ reservoir connection. The reservoir will not be returned for analysis.